Manufacturer narrative:
So far, no samples were received, so we were unable to fully investigate this incident. A device history record review was completed for the lot number, no defects or imperfections were observed. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
The customer reported"when opening package, the needle cap fell off. When administering a vaccine, the safety on the needle fell and staff member had to manually open the safety whilst administrating the vaccine so it wouldn't close on the needle. The cap fell off then the needle fell off even though it was screwed on tight. Almost poked self with clean needle as the cap came off the needle when opening."